Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was examined and found that they had a traumatic occlusion causing atypical wear on #9, widened pdl and very thin buccal plate on #24, and mobility on lower incisors. It is recommended that aligner treatment is stopped.